Event description:
An ipp device was implanted on 10/30/92. The pump was revised on 6/20/96. The entire device was removed from the pt on 1/23/97, due to a malfunction-failure of prosthesis, replaced. Add'l lot/ser no: bw266 010.